Event description:
Procedure type: inguinal hernia repair. According to the reporter: a spacer plus was used during laparoscopic inguinal hernia repair. A defective seal occurred; the physician was unable to produce separation of the extraperitoneal space using the device. Add'l info requested via email.

Manufacturer narrative:
(B)(4).